Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. One broken haptic was observed. The definitive cause of this event is undeterminable but does not appear to be mfg related. Prior to release, the lens met all mfg specifications. Will continue to monitor and trend all reports received. All info available is included in this report.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens trailing haptic broke off during insertion. The incision was extended, lens was removed and a different lens was placed, then the incision was sutured.